Event description:
It was reported that 1-2 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. The lesion being treated was a mid left anterior descending (lad) moderately calcified lesion. Via femoral approach, the lesion, was predilated with a 2.25 mm x 15 mm crosssail balloon at 6 atms. The physician then successfully deployed the taxus express2 8.8% 3.0 mm x 32 mm stent at 10 atms. The stent was post dilated with a 3.0 mm x 8 mm powersail balloon. The final result was the stent was well apposed and positioned. One-two days later, the pt presented to another hospital complaining of chest pain. It was determined that there was a subacute thrombus at the stent in the mid lad. The physician balloon dilated (type and size unknown) the thrombus and placed a bare metal stent proximal to the taxus stent. The pt did return to medical center 2 weeks later for a staged procedure on antoher vessel and is reported to be in good condition.